Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 301948 lot 1903226 to investigate for this record. Visual examination of the sample shows the barrel was damaged and the tip was bent due to a defective mold of the piece. As a result, bd was able to verify the reported issue. Bd has determined that the damage of the syringe was produced due to a problem in the refrigeration system of the press together with hard conditions of storage after injection. The review of the device history review shows an indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the tip of the bd¿ syringe with needle was found "slanted" before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the 20ml syringe was opened in the ICU of the inpatient department, it was found that the tip of barrel was slanted and could not be used normally."

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd¿ syringe with needle was found "slanted" before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the 20ml syringe was opened in the ICU of the inpatient department, it was found that the tip of barrel was slanted and could not be used normally."